Event description:
The patient presented with a right popliteal artery aneurysm. An 11x10 viabahn device was advanced through an 11 fr 11cm long pinnacle destination introducer sheath over a 0.035 inch lunderquist guidewire retro-grade over the aortic bifurcation. The physician was unable to advance the device to the target site because of vessel tortuosity. The device was pulled back over the arch into the left iliac artery without incident. The tech attempted to pull the device into the introducer sheath when the endoprosthesis started to move on the catheter and became stuck at the end of the introducer sheath and started to 'accordion' to an 8 cm length. Attempts to pull the device out with the sheath were unsuccessful. The physician was able to remove the sheath. The viabahn device was stuck. The patient was taken to surgery and a femoral cut down was performed and the device was removed.

Manufacturer narrative:
The investigation into this event is currently in process. Method - a review of the manufacturing records was conducted. Results - the review of the manufacturing paperwork verified that the lot was processed normally and all pre-release specifications were met.